Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the anchor of the silent nite sl sleep appliance fractured. The patient received the appliance in 2024 (no day or month provided) and reported on (B)(6) 2025 (no day provided) that the anchor broke off when attempting to use for the night, was unable to continue using the appliance. No patient harm or injury reported.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer internal reference number is: (B)(4). Correction: a2.